Manufacturer narrative:
Event date is estimated . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain at the ipg site from an unknown time. To address the issue patient underwent surgical intervention where the pocket site was moved to a new location site on (B)(6) 2020. No complication during surgery. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.